Event description:
Percutaneous coronary intervention (pci) was performed in the left circumflex (lcx) distal artery. Two stents were implanted and then the intravascular ultrasound (ivus) catheter was used to check stent apposition. Ivus was successfully performed and determined that the stent was not completely expanded. While removing the ivus catheter, slight resistance was encountered and the ivus catheter was pulled. The ivus catheter guidewire exit port became stuck with the distal stent edge. In an attempt to remove the ivus catheter, the imaging core was removed from the ivus catheter, two guide wires were inserted and the shaft of the ivus catheter was pushed but was unable to be removed. Another guidewire was inserted along with a balloon catheter which was unable to cross to the stuck location. Pci was closed; surgery was performed and completed successfully.

Manufacturer narrative:
New code request has been submitted for stuck in stent.

Manufacturer narrative:
The product was not returned to the manufacturer for evaluation as it was disposed by the facility; therefore, product inspection could not be performed. A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints were found in this lot. The device labeling and directions for use (dfu) revealed these warnings and complications: complications: the risks and discomforts involved in vascular imaging include those associated with all catheterization procedures. These risks or discomforts may occur at any time with varying frequency or severity. Additionally, these complications may necessitate additional medical treatment including surgical intervention and, in rare instances, result in death. Warnings: do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut resulting in entrapment." The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. Based on the event description which indicates that the ''stent was not completely expanded'', the cause of the stuck in stent has been determined to be caused by other device. Inadequately apposed stents can cause the catheter to become caught or trapped when it passes through the stent. Surgical intervention is labeled as an anticipated procedural complication.

Event description:
Percutaneous coronary intervention (pci) was performed in the left circumflex (lcx) distal artery. Two stents were implanted and then the intravascular ultrasound (ivus) catheter was used to check stent apposition. Ivus was successfully performed and determined that the stent was not completely expanded. While removing the ivus catheter, slight resistance was encountered and the ivus catheter was pulled. The ivus catheter guidewire exit port became stuck with the distal stent edge. In an attempt to remove the ivus catheter, the imaging core was removed from the ivus catheter, two guide wires were inserted and the shaft of the ivus catheter was pushed but was unable to be removed. Another guidewire was inserted along with a balloon catheter which was unable to cross to the stuck location. Pci was closed; surgery was performed and completed successfully.